Event description:
It was reported that the right ventricular lead impedance occasionally increased from 1500 to 1800 ohms, and there was oversensing. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary:(B)(4) performance data collected from the device showed the rv max impedance measurement was variable over the duration of the record ranging from 1456 - 1904 ohms. The data also showed noise. The ventricular sensing integrity counter is 531 and all but 25 of these counts occurred since (B)(6) 2010. A high value of this count can indicate a possible intermittency in the system.